Event description:
A device report from synthes (B)(6) indicated a hospital in (B)(6) reported: during a procedure, while cutting intraoperatively, black liquid leaked.

Manufacturer narrative:
Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn. Without a lot number the device history records review could not be completed. Placeholder.

Manufacturer narrative:
Device was used for treatment not diagnosis. The manufacturing documents were reviewed and no complaint related issues were found. The device was dismantled and evaluated for conformance. All seals were checked and found to meet requirements. The device was overdue for regular service by one year. No material or manufacturing related conditions could be identified.